Event description:
The customer reported that the insulin pump had a blank display when the battery was changed. Troubleshooting was performed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an intermittent blank display as a result of the liquid crystal display metal frame shorting out to the el panel.